Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the er320 clips would not close around the vessels. The unformed clips were being ejected after the firing cycle was completed. There was no consequence to the pt.